Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of "stent broken." According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix¿ biliary stent was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct (exact date not reported). According to the complainant, the advanix¿ biliary stent tore off at the proximal end when removing during the procedure. The physician had to place a fully covered viabil® stent in the duct. Furthermore, an additional procedure has been planned in order to remove the broken part of the stent that was left in the common bile duct (exact date not reported). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."